Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy procedure, two fast fix flex (B)(4) were faulty: t1 was in but t2 could not be fired, t1 was removed with a grasper. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11: this complaint has been re-evaluated by our firm and determined to be a non valid complaint. The reported device is from the same lot as the one reported through 1219602-2025-00086 (our reference: (B)(4)) and was associated to the same failure mode (t2 anchor non-deployment after t1 anchor was already placed in the meniscus) on the same patient & during the same procedure. The results of our investigation for both devices will be provided through the report 1219602-2025-00086. We now consider this record closed with (B)(4) remaining as the valid complaint record within our quality system.